Event description:
It was reported that the device was used during a vats lobectomy procedure, it malfunctioned. No patient consequence was reported.

Manufacturer narrative:
Date sent: 9/24/2008. Information was not provided by the initial contact. Results and conclusions - channel retainer detached. Evaluation summary - the analysis results showed that the device was received with the clamping mechanism damaged and with a reload present. The reload was received partially fired. No functional test was performed due to the condition of the device. The returned reload was tested for functionality with a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the right and left shroud channel retainer holding features were found broken, not allowing the device to properly close. It is possible that the device was clamped over thicker tissue then indicated creating higher internal stress causing the device to malfunction. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.